Event description:
Reportedly, during pt use, when the ventilator was connected to the ac power supply, a "backup battery failure" occurred. The pt was then manually ventilated and transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt information was not provided.